Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, rosa platforms remain at hospitals. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. : rosa platforms remain at hospital.

Event description:
It was reported the event occurred approximately 14 days after an initial knee operation for placement of the femoral tracker, patient was admitted with a distal femoral fracture in line with the pin tracts. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and were reviewed. An x-ray of the reported bone fracture confirmed the fracture and provided an analysis indicating the fractures were in line with the guide pin placement as expected. The fracture has not affected the stability or alignment of the implant and no implant concerns were identified. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.